Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-10713. It was reported that a pericardial effusion occurred post procedure. There was a trivial effusion noted prior to the left atrial appendage (laa) closure procedure a transseptal puncture was performed and a guidewire was inserted via the left upper pulmonary vein. The watchman® access system (was) was deep seated in the laa and a 33mm watchman ® laa closure device & delivery system was advanced. The closure device was deployed, met pass criteria and was released. Sweeps were performed and there were no changes to the trivial effusion. Post procedure sweeps showed that the size of the effusion may have slightly increased, but it did not warrant any further action. Heparin was reversed and the patient was taken to the recovery unit. About 40 minutes after the patient was in recovery, they started complaining of chest pain. An effusion was noticed and a tap was performed withdrawing almost 800 cc¿s of blood. The patient remained in the intensive care unit in stable condition.